Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-02603. It was reported that during a rotablation atherectomy procedure, a wire fracture and vessel perforation occurred. The 90% stenotic, de novo lesion was located in the severely calcified and mildly tortuous ramus interventricularis anterior artery (riva). The physician encountered difficulty advancing the 1.5mm rotablator burr, but maintained axial position of the burr to the rotawire guide wire. The physician preformed several ablation passes at 160,000 to 165,000 rpms with passes not exceeding twenty seconds. During the final pass the riva is perforated towards medial, in the direction of a septal branch including contrast medium paravasate. The burr and rotawire guide wire are withdrawn and it was observed that the wire was fractured. The physician advanced a 2.5x15mm maverick balloon to the perforation; occluding the riva medially. The echocardiography indicated a pericardial effusion which for the time being was left as is. The patient suffers severe angina, is hemodynamically unstable, moved their arms and legs and was intubated under anesthesia. The physician then predilates the lesion with a 2.0x20mm maverick and 2.25x20mm non-bsc balloon and then deploys a 2.25x15mm and 2.25x8mm non-bsc stents between the medial and distal riva. This covers the coronary perforation. Then a pericardial puncture is performed due to continued hemodynamic instability. Drainage is connected. The physician then deploys a 3.0x16mm non-bsc stent from proximal to medial riva. The fractured radiopaque portion of the rotawire is pushed in the riva periphery using a non-bsc wire. Immediate results is satisfactory with no residuals or desiccates and free contrast medium discharge in significant periphery, timi 3, blush grade 3. The patient was transferred to ICU with lying pericardial drainage and under moderate catecholamines. Patient status is reported as "stable".